Manufacturer narrative:
Report # 2011158-2017-00022 is associated with (B)(4), biotene original oral rinse.

Event description:
Swallows it [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6)-year-old female patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for dry mouth. Concurrent medical conditions included alzheimer's disease and sjogren's. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. Biotene original oral rinse (savannah) was continued with no change. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (savannah). Additional details: adverse event information was received on 15 february 2017. The consumer stated that his wife used the biotene original oral rinse (savannah) and swallowed it. The consumer reported his wife did not have the ability to understand about spitting out mouth rinse. When something put in her mouth and told her to swish it and spit, she would drink it or swallow it. His wife swallowed it. She had alzheimer's. The nursing home was concerned about her using the product and swallowing it and to go out and get a children's mouthwash and use that. With her having such a dry mouth, mouthwash burned her mouth and biotene did not. Previously she used to grab the bottle and drink it. Then they put it under lock and key. Now they gave her a little bit in a cup. They told her to rinse her mouth out and spit, she swallowed it. She was also a sjogren's patient.